Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken. Lower case is broken and contaminated. Battery drawer, side bail covers, ring cover, and battery drawer o-ring are contaminated. One battery latch is broken and one battery latch is contaminated. Battery contacts are compressed and contaminated. Interconnect flex is corroded.

Event description:
It was reported that the external pulse generator would not power up. The battery was changed out but the situation did not resolve. The generator was returned for service. No patient complications were reported as a result of this event.